Event description:
It was reported that the pt suddenly could only hear a loud and unpleasant buzzing. The external equipment was exchanged but the situation was not altered. Testing confirmed that the device is malfuntioning.